Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen cracked after the patient dropped the device, after which the display was nonfunctional and the pump was reported as not functional and no longer watertight. Symptoms included no change in blood glucose as reported. Outcomes included the need for device replacement and guidance to back up therapy and continue cgm use with the dexcom app or receiver. Investigation included customer service follow-up regarding return logistics and shipment tracking. Investigation of this case revealed damage consistent with accidental physical impact to the display component, with loss of function and compromised enclosure integrity. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.